Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl. Cause was related to human factors as customer mentioned they had an illness, and they went to the emergency room (ER) on (B)(6) 2022 and they were subsequently hospitalized. The customer received IV and fluids of saline and insulin to address the bg. The customer was released from the hospital on (B)(6) 2022 with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.